Manufacturer narrative:
The device has not been returned to the service hub for evaluation and analysis; therefore, the complaint cannot be confirmed. A 12-month service did not indicate a similar event.

Event description:
The event involved an unspecified plum 360 pump where it was reported that there was a new potential over-infusion event occurred during a medication infusing between 21-aug-2025 08:00 pm and 22-aug-2025 07:00 am. There was patient involvement but no reported harm.